Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted:(B)(6) 2015, product type: catheter. Product ID: 8703w, lot# l39093, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Event description:
The patient receiving dilaudid (concentration 30mg/ml, dose 13mg/day) for non-malignant pain reported via a manufacturer representative (rep) an increase in pain. The patient had an magnetic resonance imaging (MRI) which showed a granuloma. The catheter was replaced and the drug dose was turned down. The pump remained in service. The issue was reported a resolved.